Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one photo was submitted for quality evaluation. The customer complaint of connection issues was not verified by inspection of the photo provided. A failure of separation was determined after evaluation of the photo received. A device history record review for model 10010454 lot number 20075723 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 07jul2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no physical sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the filter separated from the bd alaris¿ pump module smartsite¿ low sorbing infusion set during the infusion. The following information was provided by the initial reporter: "faulty filter. Filter popping off in the middle of the infusion."